Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Visual inspection of the partial lead found full breach outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.